Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On december 11, 2023, the lay user/patient contacted lifescan (lfs) united kingdom, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on december 8, 2023, he obtained what he felt was an inaccurate high blood glucose reading of ¿24.0 mmol/l¿ with the subject meter. The patient manages his diabetes with unspecified insulin on a self-adjusting dose based on blood glucose readings. In response to the elevated reading, the patient claimed he took an increased dose of 20 units of insulin. After 4-5 hours, the patient reportedly felt symptoms of hypoglycemia and was taken to the hospital by ambulance. He reported receiving a blood glucose result of ¿1.8 mmol/l¿ on the ambulance meter. It was not reported what medical treatment the patient received. At the time of troubleshooting, the cca determined that the unit of measure was set correctly on the subject meter. The cca noted the test strip vial was intact and the test strips had been stored correctly and were not expired. The cca noted the patient did not have control solution available to perform a quality control test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.